Manufacturer narrative:
Pump passed all functional testing. Pump was monitored and had no audio beep anomaly or vibration anomaly noted. The audio beep alarm and vibration functioned properly. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer called to report that the insulin pump is beeping and vibrating at the same time. The insulin pump just vibrated during the self test; it did not deep. Customer was not advised to discontinue use of the pump since it only experienced a beep anomaly and the vibrating feature still works. Product is being returned and replaced.